Event description:
The customer reported that her blood glucose reached 346 mg/dl by the time she removed the pod (several hours after it was activated). She stated that she heard a click while the pod was priming, as though the needle mechanism and cannula had deployed, but the cannula was not visible when needle cap was removed. She did not hear the click or feel the needle and cannula insert after the device was applied, when she pressed "start." She did see the pdm screen prompting her to verify that the cannula was inserted properly, but did not check it at that time. The customer also stated that she has a urinary tract infection which could be contributing to her elevated blood glucose.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism and cannula to deploy or to determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod charge. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."